Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) of revl0293 showed no other similar product complaint(s) from this lot number.

Event description:
The catheter was placed and then was found to be leaking four days after placement.